Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system displayed high out of range right ventricular (rv) pacing impedances of greater than 2500 ohms. The rv pacing impedance over the last year was between 700 and 800 ohms. The beginning of this year, the rv impedance started to decrease into the 600 ohms range, and then recently increased to greater than 2500 ohms. Technical services reviewed the logbook, and noted there were numerous inappropriate therapy events where anti-tachycardia pacing (atp) and shocks were delivered. There was noise present on the rv pace/sense channel, which was oversensed resulting in the delivery of inappropriate therapy. Based on the high rv pacing impedances and noise, it was suspected the competitor rv lead was fractured. No further diagnostics, however; were performed to confirm lead fracture. The decision was made to replace this crt-d along with the competitor rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.